Manufacturer narrative:
Insulin pump received with blank display due to corroded electronics assembly. Unable to verify unresponsive keypad due to corroded blank display. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received failed battery alert. The customer¿s blood glucose level was unknown. The customer stated that she has tried 40 batteries and she gets same error. The customer also reported multiple pump error alarm. The customer was able to rewind the insulin pump. The insulin pump passed self test. The insulin pump will be returned for analysis.